Event description:
It was reported that during a laparoscopic gastric band procedure, the trocar was leaking during the procedure. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.